Manufacturer narrative:
Update: the event occurred in (B)(6) 2016.

Event description:
Additional information from the manufacturer representative reported that the intervention in (B)(6) 2016 was for a "hernie" that was not related to the therapy. The patient had the problem with the stimulation after this intervention.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37083-60, serial# (B)(4), product type: extension. Product ID: 355531, lot# 0211108639, product type: screening device. Product ID: 3586, serial# unknown, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
A patient, via a manufacturer representative, reported no stimulation since (B)(6) 2016. In regards to any environmental, external, or patient factors that may have contributed to the issue, it was noted that a surgical intervention took place in (B)(6) 2016. The impedances were abnormal. The impedances were always abnormal (>10,000 ohms) when tested with a multi-lead trialing cable. The lead was tested and the impedances were also abnormal. At first, no blood was observed on the electrode and housing of the test cable. The lead and extension was replaced. The issue was resolved. The patient was alive with no injury.